Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up CT revealed that the distal iliac limb has migrated into aneurysm sac, resulting in a distal type ib endoleak. The physician stated that the iliac limb was pushed up during an unknown interventional procedure resulting in the iliac limb kinking upon itself. The physician elected to implant a endurant limb 16x10x156 and the migration and distal type ib endoleak were resolved. No additional clinical sequelae were reported and the patient is fine. The exact date of the event is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)